Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with stored electrogram with ventricular noise reversions on the pulse generator. No intervention had been performed, it was decided that the patient would be monitored. Capture, impedances and amplitudes appear to be stable.